Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "working a cardiac arrest on scene of private residence. A 45 mm io was successfully placed into patient right humoral head. Upon placing inner stylet into the provided sharps container, the bottom of sharps container failed, blowing the bottom of the container out and shooting a metal part across the room, allowing the needle to go through the sharps container and into my gloved finger. Impact to patient care: I was unable to continue in patient care due to my need to step out to control the bleeding that filled and began seeping out of my glove. There was no other harm to the patient."

Event description:
It was reported that: "working a cardiac arrest on scene of private residence. A 45 mm io was successfully placed into patient right humoral head. Upon placing inner stylet into the provided sharps container, the bottom of sharps container failed, blowing the bottom of the container out and shooting a metal part across the room, allowing the needle to go through the sharps container and into my gloved finger. Impact to patient care: I was unable to continue in patient care due to my need to step out to control the bleeding that filled and began seeping out of my glove. There was no other harm to the patient."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.